Event description:
It was reported that during a robotic laparoscopic sigmoid colon procedure, the device was appearing to fire but did not cut, a yellow indicator for both the adapter and reload was shown. The device attempted to open or advance the tilt top anvil but did not, and the screen remained yellow on the reload lane during the sigmoid circular stapling step. The surgical time was extended by approximately 45 minutes. A new anastomosis was created and a manual circular stapler was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sigcir31mt, ts 2.0 sigcir31mt circ. 31mm med/thick (lot# n5k1294uy) sigphandle-rfb, sig power handle sigphandle-rfb (serial# (B)(6)) sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction:e1 (phone and fax number) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The data saved to the adapter indicated that the device was returned in the surgical site extraction recovery state. The adapter had 49 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running signia circular testing software. The device displayed an error screen and prompted a four-button reset. The reset was performed and the adapter was removed and reconnected. The adapter calibrated correctly following reconnection. The adapter was able to be connected to the t44594 test fixture and fired without issue. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that during the robotic laparoscopic sigmoid colon procedure, the device was appearing to fire but did not cut, a yellow indicator for both the adapter and reload was shown. The device attempted to open or advance the tilt top anvil but did not, and the screen remained yellow on the reload lane during the sigmoid circular stapling step. The surgical time was extended by approximately forty five minutes. A new anastomosis was created and a manual circular stapler was used to resolve the issue the reported is sues that the signia adapter yellow swimlane was confirmed. The most likely cause was not traced to the device. It was also reported that the device was difficult to open. The reported issue was not confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.